Manufacturer narrative:
Update to d4 and h6. After further investigation, it was determined that the correct catalog number of the device is uro175814t. The investigation included testing of the actual/suspected device and trend analysis. A blockage was identified, and the cause was traced to the user. If additional relevant information becomes available, a supplemental medwatch will be submitted.

Manufacturer narrative:
According to the facility, on (B)(6) 2026, nursing staff noted decreased urine output and performed a bladder scan that showed approximately 100 ml. The foley catheter was replaced with another medline temperature sensing foley, which subsequently also stopped draining. After removal of the second catheter, no further foley catheter was placed due to a change in the patient's code status, which the account stated was unrelated to the reported product issue. Nursing documentation also indicated intermittent episodes of larger urine outputs. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, on (B)(6) 2026, nursing staff noted decreased urine output and performed a bladder scan that showed approximately 100 ml. The foley catheter was replaced with another medline temperature sensing foley, which subsequently also stopped draining. After removal of the second catheter, no further foley catheter was placed due to a change in the patient's code status, which the account stated was unrelated to the reported product issue. Nursing documentation also indicated intermittent episodes of larger urine outputs.